Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining femoral component narrow left size 5, catalog #: 42502005801, lot #: 63227610. Persona medial congruent articular surface left 10mm, catalog #: 42512100310, lot #: 63119962. Persona stemmed cemented tibial component left size c, catalog #: 42532006401, lot #: 63747829. Palacos r + g 1x40 bone cement, catalog #: 00111314001, lot #: 87414698. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00293, 0001822565-2020-03733.

Event description:
It was reported that the patient underwent two manipulations under anesthesia and one surgical excision of scar tissue to address ongoing pain, arthrofibrosis, stiffness and limited range of motion approximately thirty-two (32) months following left knee arthroplasty. The patient's complications were not resolved despite therapy, medications and corrective procedures. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g4, g7, h2, h3, h6, h10. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.